Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the biomedical engineer on site replaced a power source on the system. It needed a power supply. This resolved the issue.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735416, ln: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while testing out the system for a demonstration, the system began turning itself off and back on. Unplugging and reconnecting the cables in the back of the system was attempted to fix the issue. This system has been sitting and not been used in 2.5 years. There was no patient present at the time of the event.